Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In was reported that, following insertion, the patient experienced pain, urinary problems, recurrence, dyspareunia, vaginal scarring, erosion, neuromuscular problems, and other outcomes. The patient underwent mesh removal on (B)(6) 2001 and (B)(6) 2006 due to urinary retention/incontinence, complications, central/lateral defect, cystocele, rectocele, and urethral erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. It was reported that the patient underwent transurethral coaptite injections on (B)(6) 2006 & (B)(6) 2007, due to sui. (B)(4).